Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spring of the vertebral body spreader- angled was broken, both fragments were received and remains attached to device. No other issues were identified. A dimensional inspection for the vertebral body spreader- angled was not performed due to post manufaturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vertebral body spreader- angled would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: pdl114 lot number: a7oa17 manufacturing site: tuttlingen release to warehouse date: week 17, 2005. The lot a7oa17 consists of 6 different production lots. Man. Date: lot #: qty.: works order#: 09.05.2005 ,a7oa17, (B)(4), 09.05.2005 ,a7oa17 ,(B)(4), 04.05.2005, a7oa17, (B)(4), 04.05.2005, a7oa17, (B)(4), 11.05.2005, a7oa17, (B)(4), 09.05.2005, a7oa17, (B)(4). A review of 6 of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 20 years old). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that there was a quick check to confirm it is broken and it was found that the spring is broken. No other notable malfunction/problem with this instrument. Instrument: pdl114, vertebral body spreader- angled. Lot: a7oa17.